Event description:
The manufacturer received information alleging a ventilator was displaying a "vent service required" alarm. The device was not in patient use. During the evaluation of the device at the manufacturer's service center the complaint was confirmed. The device's lcd backlight cable was reconnected to address the issue.